Event description:
The customer's mother reported her son's blood glucose and insulin history is as follows: time 9:49, bg (mg/dl) 143, 6:43, 80; 7:09, 405; 8:27, "high" (>500); 9:11, "high"; 9:45, 143; 11:07, 344; 11:37, 348; 7:14, 414; 9:01, 424. The pod was removed and the cannula looks a little kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria.